Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00193. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal on (B)(6) 2012 along with eua &amp; rectocele repair.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation on (B)(6) 2002 due to stress urinary incontinence and pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence, bleeding, dyspareunia and vaginal scarring. It was also reported that patient underwent mesh excision on (B)(6) 2002 due to mesh erosion, on (B)(6) 2008 due to mesh extrusion, and on (B)(6) 2012 due mesh exposure. (B)(4) ¿ undefined recurrence; dyspareunia.

Manufacturer narrative:
Date sent to the FDA: 10/9/2015. Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent hernia repair and excision of nine lipomas on (B)(6) 2008. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of portion of the mesh on (B)(6) 2002 due to erosion.